Manufacturer narrative:
Out of the fifteen malfunctions, eight lot numbers were provided and a lot history review was performed. The devices were not returned for evaluation. Eight of the fifteen malfunctions provided medical records, two of which included images. The investigations for two of the malfunctions confirmed for malposition of device and patient device interaction problem. One malfunction investigation confirmed for positioning issue, but inconclusive for malposition of device and patient device interaction problem. The investigations for one malfunction confirmed for patient device interaction problem, but unconfirmed for malposition of device. Another investigation confirmed for patient-device interaction problem, but was inconclusive for malposition of device. The remaining ten malfunctions were inconclusive for the alleged failures as no objective evidence has been provided to confirm any alleged deficiency with the filter. A root cause could not be determined. The devices are labeled for single use." (Corporate lot number: gfzf3788, gfxg3735, gfyl3324, gfcv3825, gfaq1108, unknown), (B)(4).

Event description:
This report summarizes fifteen malfunctions. The information reviewed indicated that model dl900f vena cava filter allegedly experienced patient device interaction problem. This information was received form various sources. The malfunctions involved patients with no reported consequences. Of the fifteen malfunctions, four patients were female and four were male. The patients ages ranged from (B)(6) years old. One male patient weighed (B)(6) kgs, another male patient weighed (B)(6) kgs. No other patient information was provided.

Manufacturer narrative:
H10: of the 15 malfunctions, the product catalog number of 1 malfunction was updated to dl900j. Out of the fifteen malfunctions, eight lot numbers were provided and lot history reviews were performed. The devices were not returned for evaluation; however, medical records were received for 13 malfunctions, and four of the medical records included images. The investigations for two of the malfunctions confirmed for malposition of device and patient device interaction problem. The investigations for four of the malfunctions are inconclusive for malposition of device and patient device interaction problem. For two malfunctions, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt. For one malfunction, positioning issue was added additionally and investigation confirmed for positioning issue, but inconclusive for malposition of device and patient device interaction problem. For the remaining six malfunctions, the investigation is confirmed for the perforation of the ivc. However, the investigation is unconfirmed for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfzf3788, gfxg3735, gfyl3324, gfcv3825, gfaq1108, unknown), g4. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes fifteen malfunctions. The information reviewed indicated that model dl900f vena cava filter allegedly experienced patient device interaction problem and malposition. This information was received form various sources. The malfunctions involved patients with no reported consequences. Of the fifteen malfunctions, six patients were female and seven were male. Ten patients ages ranged from 49 to 83 years old. One male patient weighed 119 kgs, another male patient weighed 145 kgs. No other patient information was provided.

Manufacturer narrative:
H10: of the reported 15 malfunctions, lot numbers were provided for eight malfunctions and the lot history review were performed. The product catalog number for two malfunction was updated as dl900j and for malfunction it was updated as unk denali. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all 15 malfunctions and additionally images were received for 8 malfunctions. Therefore, for two malfunctions investigation is confirmed for the filter tilt and perforation, for three malfunctions investigation is inconclusive for the filter tilt and perforation, for six malfunctions investigation is confirmed for perforation and unconfirmed for filter tilt and for the remaining four malfunctions investigation is confirmed for perforation and inconclusive for filter tilt. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfzf3788, gfxg3735, gfyl3324, gfcv3825, gfaq1108, unknown), g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 15 malfunctions. A review of the reported information indicates that model dl900f vena cava filter allegedly experienced filter tilt and perforation. These information's were received from a various sources. All 15 malfunctions involved patient with no patient consequences. Of the 15 patients, eight were male and seven were female, twelve patients age ranged between 49-83 years and three patient weighs in the range between 74 - 145 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 15 malfunctions, the product catalog number of 1 malfunction was updated to dl900j. Out of the fifteen malfunctions, eight lot numbers were provided and lot history reviews were performed. The devices were not returned for evaluation; however, medical records were received for 12 malfunctions, and three of the medical records included images. The investigations for two of the malfunctions confirmed for malposition of device and patient device interaction problem. One malfunction investigation confirmed for positioning issue, but inconclusive for malposition of device and patient device interaction problem. The investigations of five of the malfunctions confirmed for patient device interaction problem, but unconfirmed for malposition of device. Two of the investigation confirmed for patient-device interaction problem, but inconclusive for malposition of device. Two malfunctions that received medical records are inconclusive for perforation and tilt. The remaining three malfunctions are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. A root cause has not been determined. The devices are labeled for single use. H10: d4 (corporate lot number: gfzf3788, gfxg3735, gfyl3324, gfcv3825, gfaq1108, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes fifteen malfunctions. The information reviewed indicated that model dl900f vena cava filter allegedly experienced patient device interaction problem. This information was received form various sources. The malfunctions involved patients with no reported consequences. Of the fifteen malfunctions, six patients were female and six were male. Nine patients ages ranged from 49 to 83 years old. One male patient weighed 119 kgs, another male patient weighed 145 kgs. No other patient information was provided.

Manufacturer narrative:
H10: of the 15 malfunctions, the product catalog number of two malfunction was updated to dl900j. Out of the fifteen malfunctions, eight lot numbers were provided and lot history reviews were performed. The devices were not returned for evaluation; however, medical records were received for 14 malfunctions, and four of the medical records included images. The investigations for two of the malfunctions confirmed for malposition of device and patient device interaction problem. The investigations for three of the malfunctions are inconclusive for malposition of device and patient device interaction problem. For three malfunctions, the investigations are confirmed for perforation of the ivc; however, the investigations are inconclusive for filter tilt. For one malfunction, positioning issue was added additionally and investigation confirmed for positioning issue, but inconclusive for malposition of device and patient device interaction problem. For the remaining six malfunctions, the investigations are confirmed for the perforation of the ivc; however, the investigations are unconfirmed for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfzf3788, gfxg3735, gfyl3324, gfcv3825, gfaq1108, unknown). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 15 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced patient device interaction problem and malposition of device. This information was received form various sources. The malfunctions involved patients with no reported consequences. Of the 15 patients, 11 patients' ages were reported to be between 49-83 years and two patients¿ weight were reported to be between 119-145 kgs, eight patients were reported as male, and six patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
H10: out of the fifteen malfunctions, eight lot numbers were provided and a lot history review was performed. The devices were not returned for evaluation. Eight of the fifteen malfunctions provided medical records, two of which included images. The investigations for two of the malfunctions confirmed for malposition of device and patient device interaction problem. One malfunction' investigation confirmed for positioning issue, but inconclusive for malposition of device and patient device interaction problem. The investigations of two of the malfunctions confirmed for patient device interaction problem, but unconfirmed for malposition of device. Another investigation confirmed for patient-device interaction problem, but was inconclusive for malposition of device. Two malfunctions that provided medical records were inconclusive for tilt and perforation as no device deficiency could be found. The remaining seven malfunctions were inconclusive for the alleged failures as no objective evidence has been provided to confirm any alleged deficiency with the filter. A root cause could not be determined. The devices are labeled for single use. H10: d4 (corporate lot number: gfzf3788, gfxg3735, gfyl3324, gfcv3825, gfaq1108, unknown), g4. H11: b5, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes fifteen malfunctions. The information reviewed indicated that model dl900f vena cava filter allegedly experienced patient device interaction problem. This information was received form various sources. The malfunctions involved patients with no reported consequences. Of the fifteen malfunctions, four patients were female and four were male. Five patients ages ranged from 49 to 76 years old. One male patient weighed 119kgs, another male patient weighed 149kgs. No other patient information was provided.